Event description:
Healthcare professional (hcp) reported a home patient (hp) came to unit 10/8 complaining of not feeling well. Per hcp wcb = 24,000 and culture showed no growth after 3 days. Per hcp, hp treated with prohylactic antibiotics. On 10/16, hp returned to unit for follow-up treatment and reported a leak in their transfer set. Per hcp, transfer set changed on 10/16 and antibiotic treatment continued. Per hcp, unable to determine cause of peritonitis.